Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens implant procedure, fibrosis moved the position of a haptic so it was touching the body of the lens. There was visually significant lens epithelial cell on-growth (lecog). Surgery is planned to explant. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in b2. And b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the file, the previously reported event of ¿lens off axis / rotated off axis - toric, iol rotated off axis, alignment issue¿ is not considered as an event.